Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Ilesto 7 vr-t promri df-1: upon receipt, the ICD was interrogated, revealing the battery status mos2. The ICD was implanted for 111 months and 53 charging cycles were recorded to the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that resulted in several shock deliveries, confirming the clinical observation. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. Linox smart promri s 65: the lead was found capped 11.5 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned for analysis. During the visual inspection the insulation body showed multiple signs of wear. In particular 46 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered the root cause for the clinically observed inappropriate therapies due to oversensing. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as the generator housing. In conclusion, the analysis did not reveal any sign of a material or manufacturing issue.

Event description:
It was reported that the lead was explanted due to oversensing leading to inappropriate therapy. Should additional information be received, this file will be updated.